Event description:
Edwards received information that a 23mm bioprosthetic aortic was explanted due to severe aortic stenosis and aortic insufficiency believed to be a perivalvular leak.

Manufacturer narrative:
Leaflet prolapse. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by the healthcare provider to be unavailable. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the root cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted six (6) years, eleven (11) months, ten (10) days, was explanted due to severe aortic stenosis. The valve appeared to be well seated. The left coronary sinus leaflet was noted to be completely calcified and very mobile and would prolapse into the ventricle. The explanted device was replaced with a 25mm aortic pericardial valve. The patient was transported to the intensive care unit in satisfactory condition.